Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient requested assistance with connecting to their ins and adjusting settings. Patient said for the last couple months they noticed a change in their "brain reaction" to the interstim, resulting in return of symptoms. Agent walked patient through connecting to implant and changing programs. Patient was able to successfully change programs and increase stimulation. Patient confirmed stim at bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms. Of note, while patient was increasing stim on original program they tapped the "up" arrow once, and stim increased by 0.1ma increments up to 0.8 ma. Patient tapped down arrow to stop the stim from continuing to increase on its own. Stim got increasingly more painful as it went from 0.5ma to 0.8ma and patient could be heard crying out "ouch!" Patient tapped down arrow at each 0.1 ma increment until returning to 0.4 ma, where they originally had their amplitude set. Agent suggested trying another p rogram. Patient did so, and when they were increasing stim they noted there seemed to be a "delayed reaction." Patient successfully reached setting that stim was strong yet comfortable in the bicycle seat area without repeat incidence.